Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "the valve was implanted and seemed to be flowing, but follow up revealed that the ventricles had no change and the valve did not seem to be flowing under multiple different settings. Valve was checked with manometer prior to removal and have slow flow under manometer and when saline was pushed through the valve. Siphon guard seemed to have some blood in it." No additional information has been provided after several attempts.